Event description:
A customer contacted ocd to report that they had observed incorrect patient demographics on their laboratory printouts for a bar coded sample on their vitros eci analyzer. This event is consistent with a malfunction that could have caused false patient results to be reported. Their was no report of patient harm as a result of this event.